Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a keypad anomaly. The customer¿s current blood glucose level was 594 mg/dl at the time of the incident and was treated with a manual injection per the mother. The customer¿s mother reported trying to changing the infusion set and the down arrow button is not working. During troubleshooting the mother was unable to get the battery cap off and observed the time clock advance. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: act and escape buttons did not respond due to unlock on lcd keypad connector. Buttons responded properly after locking lcd keypad connector. Pump had minor scratched display window and cracked reservoir tube lip.